Manufacturer narrative:
(B)(6). Although a photograph was received for this complaint, no evaluation will be conducted. A query was run on (B)(6) 2017 against lot number 7e00393 for the reported event, and yielded one (1) occurrence (s) against the lot. At this time, a detailed investigation or batch review is not required. If additional complaints occur with the batch criteria and same reported event, any subsequent complaints shall be assessed against for further investigation. No additional investigation is required; the complaint evaluation is complete. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported foreign material was present on the dressing. A photo was received from the complainant depicting the reported complaint issue.